Manufacturer narrative:
The reported failure of trilogy ev300 ventilator active exhalation control module and 3-way valve failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed testing for active exhalation verification: pilot reading. There was no patient involvement, and no harm or injury reported. Onsite service for the repair of the device is planned but not yet scheduled. Replacement of the 3-way solenoid valve and the proportional valve is planned per the service quote document. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.